Manufacturer narrative:
The suspect device has been returned for evaluation. The complaint is confirmed. No definitive root cause could be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The account alleges that during a percutaneous transluminal angioplasty [pta] with stent placement procedure, the catheter tip detached within the patient's brachial artery. The procedure was stopped, and the patient was anesthetized for a surgical foreign body extraction. Surgically the physician was successful in externalizing the foreign body from the patient's brachial artery.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.